Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit would not disengage from hospital cart. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue during pm reported that unit could not be disengaged from the hospital cart. A broken chain on the helium tank knob was found to be the problem. The helium tank knob (0366-00-0092) was replaced. Device passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).